Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There is no 510(k) for this device as it is eua. Eua (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a discrepant result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: problem description: customer tested positive for covid on wednesday and she took this test today and it told her she was negative, it had two lines so she thinks this is incorrect. She wants to speak to someone that can clear this up for her as she wants to make sure she doesn't make anyone else sick. Date of event or issue: (B)(6) 2021.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a discrepant result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: problem description: customer tested positive for covid on wednesday and she took this test today and it told her she was negative, it had two lines so she thinks this is incorrect. She wants to speak to someone that can clear this up for her as she wants to make sure she doesnt make anyone else sick. Date of event or issue: (B)(6) 2021.

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges the ¿customer received discrepant results¿ while using the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿customer tested positive for covid on wednesday and took this test today and it was negative. It had two lines so customer thinks this is incorrect¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. Technical support and medical affairs informed customer that the bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause was traced to user - failure to follow instructions. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.